Event description:
Information received from the field does not address the patient's clinical status but notes inappropriate measured data. The device was programmed to 60 ppm in ddd mode but the event record showed av pacing at >170 ppm. Neither ECG nor patient history indicate a high pacing rate.